Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the torn side of a bd pen needle shelf carton along with alleged foreign material (fm) was returned.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-oct-2022. H6: investigation summary: customer returned part of a shelf carton for 4mm pen needles. Customer states that a torn shelf carton with fm was returned. The returned sample was examined and exhibited a reddish ball of strands of material. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene terephthalate (pet). The root cause of this issue cannot be confirmed as this material is not part of the manufacturing process. Unable to perform DHR check due to an unknown lot number for foreign matter on pen needle. Embecta was able to duplicate or confirm the customer¿s indicated failure. H3 other text : see h10.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the torn side of a bd pen needle shelf carton along with alleged foreign material (fm) was returned.